Manufacturer narrative:
(B)(4). The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on september 2019, during an unknown procedure while inserting the femoral recon nail (frn), the three (3) frn insertion handles and three (3) driving caps broke. This issue had happened a total of three times. This was due to the 14mm entry reamer not being long enough for the nail to be inserted. There was a surgical delay of unknown number of minutes. Procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown femoral recon nail (frn) (part # unknown, lot # unknown, quantity # 1), unknown reamer (part # unknown, lot # unknown, quantity # 1). (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: driving cap/threaded (03.010.523) was received at us cq. Visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned separately at cq. The fracture surface appears homogeneous with no voids or dark spots. The rest of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint is confirmed. Device failure/ defect found? Yes. Dimensional inspection (calipers: ca215p): dimensional inspection of the broken tip was performed at cq. The diameter of the threaded part was intended to be measuring from 7.11mm to 7.13mm and it was measured to be 7.11mm which is within specification as per the drawing . Document/specification review: the following drawings were reviewed during the investigation: connector for insertion handle no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes . Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket # 345154 as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.010.523, lot: l731153, manufacturing site: bettlach, release to warehouse date: 23 march 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.